Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. The reporter alleged that the battery compartment was cracked with evidence of moisture inside. It was reported that the yellow o-ring was visible at the battery cap at the time of power interruption. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/31/2014 with the following findings: a review of the pump¿s black box data revealed unexplained pump reboots. The battery compartment was observed to be damaged and had damaged threads. There was evidence of moisture inside the battery compartment. The battery cap was observed to have damaged threads, and was unable to fully secure onto the pump. The pump powered on intermittently with the returned battery cap. A test cap was used to complete the investigation. The pump was exercised for 24 hours with no power interruptions or duplicated alarms. The pump was opened and no evidence of moisture or loose components was found inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.